Manufacturer narrative:
Additional information provided in sections b.5, h.6 and h.11 the manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information received clarifying that the issue was observed during visco mode of surgery and the surgery was completed without any harm to the patient.

Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no product returned for testing on this investigation. Specific product identifier was not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot number cannot be performed as the serial number is unknown. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that an ophthalmic tip was blocked after aspirating for a while during cataract surgery and no longer able to aspirate. The surgery was completed on the same day. Details of patient harm was not reported. This report pertains ophthalmic tip involved in this reported event.